Event description:
It was reported that the adjustment of the front legs couldn`t be unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the adjustment of the front legs couldn`t be unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-06893. The serial number (B)(4) and catalog number 6100003000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-06893 for full reporting of serial number (B)(4) and catalog number 6100003000 for this complaint.